Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during the coil implantation process, the axium tip was found to have fallen off and could not be implanted. Coil separation/break/premature detachment occurred. The implant coil was removed from the patient by withdrawing from the microcatheter. There was no surgical or medicinal intervention required. The pushwire was not bent or broken. There was no friction or difficulty during delivery. The physician repositioned the coil 1 time. The physician did not attempt to detach the coil and did not rotate the delivery pusher during the procedure. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). Continuous flush was administered during the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a fusiform, unruptured right middle cerebral artery aneurysm with a max diameter of 5.05mm and a 4.6mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was normal.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5) as found condition: the axium prime device was returned for analysis within a shipping box, within a sealed plastic biohazard pouch, within a dispenser coil and within an introducer sheath. The echelon-10 micro catheter used during the event was not returned for analysis. Visual inspection/damage location details: no damages or irregularities were found with the introducer sheath. The actuator interface was found securely attached to the coupler tube. The break indicator was found still intact. There were no evidence of detachment attempts at these locations. No damages or irregularities were found with the pusher. The shield coil was found undamaged. The implant coil still attached to the pusher. The implant coil was found stretched and damaged within the introducer sheath with the polypropylene filament broken. The implant was found unbroken. Testing/analysis: the axium prime implant coil was removed from the introducer sheath and confirmed still attached to the pusher, stretched, and damaged. Conclusion: based on the analysis performed, the customer report of ¿premature detachment" and ¿coil separation/break¿ could not be confirmed. The implant coil was returned still attached to the pusher and unbroken. However, the implant coil was found stretched/damaged. Possible causes for coil stretching include but not limited to, lack of hydration before procedure, user does not maintain sufficient continuous flush, tortuous anatomy, coil not retracted in a one-to-one motion with the implant pusher during repositioning, pushwire rotation, user advances the coil against resistance, or damaged micro catheter. As the echelon-10 micro catheter used during the event was not returned for analysis, therefore, any contribution of the micro catheter towards the coil stretching could not be determined. The echelon-10 has an inner diameter of 0.0165¿, which is compatible for use with the axium prime coil. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the procedure was completed by replacing the axium coil with a new one. The cause of the fallen tip was not determined. The model of the microcatheter was echelon 10, 150-5091-150, and the lot number was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.